Event description:
Nellcor puritan bennett rec'd a call from initial reporter on 10/13/1998. She called to report the following problem: all leds on with a constant single tone alarm. No volume delivered. No pt harm.